Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the plunger run under the lens and 'shred' them as the doctor said. Viscoelastic was used. Additional information has been requested and received stating that procedure was completed the same day with unspecified replacement iol. There are two medical device reports associated with this report. This file is 2 of 2.